Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04)- drill. Reported event was confirmed as visual examination of the returned product identified the device shows signs of repeated use with nicks, and gouges on the baseplate reamer along with severe galling on the shaft of the reamer. The tips of the reamer also show signs of wear as the tips have been deformed. The ao connector end of the reamer also shows signs of wear and tear. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp: (B)(4). Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a dull reverse reamer. There were no adverse events reported as a result of the malfunction. Attempts have been made and there is no further information at this time.